Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned to cpi for analysis. There was no allegation received concerning this ICD. This report was created as a result of cpi's return product testing. This aicd is on recall FDA# 462/464-2. The physician was notified 05/05/92.